Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/08/2018 that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it failed. A data investigation will not be performed as signal loss up to one hour is within specification. The reported event loss of connection was confirmed. The root cause was determined to be a defective transmitter.